Manufacturer narrative:
UDI: (B)(4). The reported complaint was confirmed from the evaluation of the returned a1059 mayfield skull clamp. The lock has rotational and lateral movement and a residue buildup is present. The unit needs repair, pm and replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. This device exceeds its expected life of 7 years ( lot code 077 manufactured on 2007 ).

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield modified skull clamp would not tighten down. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.